Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals to be broken. The device was observed to have lcd damage, and rear housing damage. The device?s event history log was reviewed for evidence of the reported problem, ?service due? Was found in the log. To conduct functional testing the device was powered up. Upon power up, the reported problem was duplicated. Low voltage was the cause of the issue. The real time clock (rtc) battery was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously., corrected data: health effects - clinical signs and symptoms or conditions corrected.

Event description:
It was report the pump needs battery repair. No patient injury reported. No additional information.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.